Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use on event on (B)(6) 2024. Customer was doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for 1 day. Insertion area was cleaned, air-dried and free from hair. Skin ta was adhesive aide used at the area of insertion. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.